Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/19/2011 with the following findings: the ok and down keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient reported that the down arrow button does not respond unless she presses the button and pulls down on the button. Patient reportedly wore the pump under her garments against skin and did not clean the pump.